Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead was not implanted successfully as the lead prolapsed in the main coronary sinus after a few minutes of attempted implant. The guidewire was then pulled out of the lumen then without a leading guidewire and with forward manipulation the guidewire would no longer advance inside and through the lumen. This lead was never in service. No adverse patient effects were reported.